Manufacturer narrative:
Findings: unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads and missing belt clip base.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment lock is damaged and the reservoir cannot stay in place. Customer's blood glucose was 105 mg/dl at the time of incident. Customer was advised that the device would be replaced.